Manufacturer narrative:
This is an addendum to the initial MDR: the patient alleges that during the explant procedure the mesh was found to be adhered to the area surrounding her belly button. Adhesions is identified in the IFU as a possible complication and is listed in the adverse reaction section. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patients alleged post implant experience.

Event description:
This is an addendum to the initial MDR and is based on information provided to davol via maude event report ((B)(4)); the patient was contacted by davol and provided some additional information: the patient reports that she underwent explant of the bard flat mesh on 08/13/2014. The patient alleges that the mesh was removed due to pain and "balling" of the mesh. Per the patient, the mesh had adhered to the area surrounding her belly button, causing the removal of her belly button. The patient reports that no mesh or other implant was placed during her explant procedure and the defect was repaired using stitches .

Event description:
The following is based on info provided to davol via maude event report (B)(4); the pt was contacted by davol and provided some add'l info: the pt alleges that on (B)(6) 2009, she was implanted with a bard flat mesh during umbilical hernia surgery. She reports that subsequently, she developed pain and nausea due to the mesh. It is alleged that on (B)(6) 2013, the pt underwent exploratory surgery and that explant surgery is scheduled. The pt claims the mesh is visible under her belly button and is painful.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No medical records have been provided, we have requested add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Based on what was reported explant is scheduled however at this time the mesh remains implanted. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.